Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned stretched in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.